Manufacturer narrative:
Eval summary: pre-decontamination examination found the device returned with a 0.035" amplatz super stiff guidewire. The guidewire lumen was received detached from the delivery device. The handle is in good condition and the stent has been deployed. Post decontamination, the guidewire lumen was examined and found to have adhesive trace over the entire length of the bond area. The hypotube is straight and undamaged. The guidewire was placed into the hypotube the entire length. Device returned.

Event description:
Reportedly, the guidewire lumen separated from the rest of the delivery system upon removal of the delivery system. It was noted that the aortic bifurcation was extremely steep and the dr was using a 0.035" super stiff amplatz wire. The lumen was noted to have detached and was able to be pulled out on the guidewire. No intervention or pt injury.